Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving gablofen via an implantable infusion pump. It was reported that the patient had their pump explanted due to an infection. The pump would be returned for analysis.